Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 650 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the doctor did not want to conduct the high pressure test during the call. The customer wanted to put the customer back on the insulin pump to monitor her blood glucose levels. The nurse later called for info about the active insulin. Nothing further was reported.